Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented in-clinic for a normal device check, episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing was observed on a stored egm. Programming changes were recommended.